Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a "shuddering" throughout the pt's body when the pt programmer was turned on. The pt's status was "fair". Additional information has been requested, a f/u report will be sent if additional information becomes available.